Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis registered nurse on (B)(6) 2010, it was stated there was no patient injury or medical intervention associated with the incident. The patient finished the box of cassettes with no further issues. This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) and a system error (se) 2240 alarm (indicating air in the set) was reported on the homechoice (hc) machine from the alarm log. It was recommended that the patient contact the registered nurse (rn) during the alarm. Proper procedures per the user manual were reviewed with the caller. The patient was connected at the time of the alarm and had already discarded the setup. The lot number was unknown and the cause of the alarm was unknown. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded.